Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited oversensing resulting in an inappropriate shock to this patient. Technical services ts discussed the t and n markers with the field representative and noted that the n markers counted as fast intervals for shock confirmation. Subsequently, this s-ICD was reprogrammed from secondary to primary vector. Secondary did not pass automatic setup, and no noise was observed in primary. This electrode remains in service. No adverse patient effects were reported.